Manufacturer narrative:
The device history record (DHR) review could not be reviewed as no lot information provided. There were no samples returned for investigation. As no information of the reported condition could be identified within the production documentation the root cause could not be identified. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: on the med-surg floor, a night shift nurse reported to the manager that the 18 gauge black blunt needles that were being supplied to draw up medications were faulty and actually allowed pieces of the medication vial rubber top to get into the syringe itself. There is no harm to any patient since it was noticed before the syringe was used.